Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The subsidiary could not be duplicate the reported issue. This report is associated with MDR #1828100-2012-01027 and MDR #1828100-2012-01028, as only one event occurred.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the ultrasonic level sensor was not mounted to the venous reservoir, but the audible alert cleared. The device was not changed out, as the customer finished the surgery using this sensor. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.